Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of some of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep): 0.41 kgf in average but 9 of the samples analyzed have the needles already detached when opening the pouch. Ep requirements are: 0.23 kgf in average and 0.11 kgf in minimum. Reviewed batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that, upon opening the package, some needles had already detached from the thread. Also, when picking up the needle with the needle holder, it detaches from the thread. There is no patient involvement, as the surgeon or the instrumentalist detects it when taking the suture out of the package. No further information has been received.